Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in all three shock vectors. In addition, this ICD had reached explant on (B)(6) 2021. This ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. It was noted that the header broke off of the ICD during the explant procedure, and the ICD had been implanted subcutaneously. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in all three shock vectors. In addition, this ICD had reached explant on may 23, 2021. This ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. It was noted that the header broke off of the ICD during the explant procedure, and the ICD had been implanted subcutaneously. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. -- the product has been received for analysis. This report will be updated upon completion of analysis.